Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-4316, lot #: 19292579, description: next generation anchor kit-sterile; model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. The symptoms included were fever, chills, and drainage. It was noted that the infection was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure.